Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope presented image noise. No patient harm reported. During the evaluation of the device, it was noted the color tone of the image was abnormal due to damage to the electronic board in the connectors and the charge-coupled device. This report is to capture the reportable malfunction of the abnormal color tone of the image due to damage to the electronic board in the connectors and the charge-coupled device noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was noise in the image. There were scratches in the curved rubber, operation part, and switch one (1) due to external factors. The video connector and video connector case may have been scratched due to external factors. The label on the light guide connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 15-feb-2022 . Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to a defective image sensor unit, an internal board of scope connector, or the system failure caused the event. Therefore, the root cause cannot be established. Olympus will continue to monitor field performance for this device.